Manufacturer narrative:
Results: the neuron max was kinked approximately 1.0 and 76.0 cm from the hub. The neuron max was bent approximately 19.0, 42.0 and 69.0 cm from the hub. Conclusions: evaluation of the device revealed the neuron max was kinked in its distal region and near the hub. This damage may have occurred due to forceful manipulation of the neuron max during use. Further evaluation revealed slight bends in the neuron max. These bends are likely a result of the catheter being in a bent position for an extended period of time and are considered a product of normal use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 088 (neuron max). During the procedure, while attempting to advance the neuron max past the aortic arch, the physician experienced resistance and the neuron max became kinked at about 12-14 cm from the tip. Therefore, the neuron max was removed and the procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed.